Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode. It occurred while the patient was cycling, and showed oversensing of a mechanical noise artifact. Technical services reviewed the episode and discussed the artifact was consistent with lead impairment, under inserted terminal pin, or other issue involving the sense b node. Troubleshooting with patient movements, pocket manipulation, and isometrics was recommended to try and recreate the noise. X-rays were recommended to evaluate system placement, the connection of the electrode terminal pin to the device, and the electrode body to look for tight bends or kinks. The patient was hospitalized and therapy was programmed off pending resolution. Troubleshooting was performed as recommended and no noise or oversensing was recreated in any sense vector. X-rays showed the electrode body was not touching the patient's sternal wires; no anomalies were observed along the electrode body and the terminal pin did appear to be fully inserted into the device header. Troubleshooting ruled out an electrode fracture. The physician agreed to reprogram the sense vector to secondary, as the secondary vector does not use the sense b node, and planned an exercise test to evaluate sensing at higher heart rates. No adverse patient effects were reported. The device remains implanted and in service.